Event description:
It was reported that the patient was inappropriately shocked due to electromagnetic interference. The inappropriate shock then triggered a true ventricular fibrillation (vf) episode resulting in an appropriately treated therapy. The implantable cardioverter defibrillator (ICD)  remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).